Event description:
It was reported that the external pulse generator generated an error. The generator was returned to service. No patient complications have been reported as a result of this event. It was further reported via follow-up that this event did occur while connected to a patient however there was no effect on the patient.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "device gives an error" the unit started up without giving an error and passed its incoming test performed on the automated test system. It was noted that the red wire of the liquid crystal display was compromised. The unit was cleaned and inspected, its liquid crystal display replaced and it was tested and calibrated on the automated test system and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.